Event description:
Information received indicates during unit positioning and as the hcp began to suture the device in place the suture line appeared to cut through the tubing, severing the device almost in half. The product was changed out during the case with no report or patient complication.